Event description:
It was reported there was a volume discrepancy at the last refill on 2014 (B)(6). The expected residual volume (erv) was 18.2 milliliters (ml) and the actual residual volume (arv) was 6 ml. The health care provider (hcp) was only able to get 30 ml of drug into the pump reservoir when attempting to fill the pump. Another hcp tried and was still only able to get 30 ml into the pump. 30 ml was left in the pump and the pump was programmed accordingly. The patient had no therapy issues and was getting good pain therapy. The system was being used to deliver morphine. It was later reported, the patient was brought back to the clinic to check for a volume discrepancy. The erv was 20.9 ml and the arv was 33 ml. The 33 ml was just put back into the pump. It was discussed that at the last refill the pump was not fully aspirated. It was reiterated the patient was getting good therapy results. It was later reported, the patient was coming to the office on 2014 (B)(6) to check for volume discrepancy and for a possible x-ray. It was later reported at a volume check on 2014 (B)(6) that 32.9 ml were expected and 33 ml were pulled out of the pump. The pump was filled with 40 ml of preservative free normal saline and the bellows were shown fully expanded when the images were checked. The pump had been programmed to minimum rate mode on (B)(6) and left there after being filled with saline. It was noted that at the refill on (B)(6) the patient had no symptoms of overinfusion and when the patient came back there were no symptoms of underinfusion. The patient was coming back the following week for a prialt trial. An accuracy check was going to be done before filling the pump next week.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8 590-1, lot# n284790, implanted: 2011 (B)(6); product type accessory. (B)(4).